Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 11/06/2015. The fse found that the sweep flow tubing was loose. The fse tightened the sweep flow tubing, which repaired the leak. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a leak from the coulter act diff 2 analyzer when running startup. The volume of the leak was about 2 ml and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.